Event description:
It was reported that during the implant procedure the right atrial (ra) and right ventricular (rv) leads dislodged due to patient anatomy. The leads were not used and other leads were implanted. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Product event summary: the full lead was returned, analyzed, and no anomalies were found. It was noted that the outer insulation of the lead became extrinsically distorted due to pulling/ stretching/ overstress, and visual summary analysis of the lead indicated damage at implant and stretching. (B)(4).